Manufacturer narrative:
No malfunction suspected. The user was sitting stationary in the power wheelchair with the power turned on. The user spilled a bowl of hot soup in their lap, jumped up and hit the joystick. The power wheelchair ran over their ankle and they fell. Hoveround's owner's manual warns "[t]o avoid serious injury or death from sudden unexpected movement of the chair or contact with moving parts and other objects: when seated in a stationary chair, press the power button to off."

Event description:
The end user stated while seated in the power wheelchair with the power on, the user spilled hot soup in their lap, hit the joystick and the power wheelchair ran over their ankle and the user fell.